Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. A cr/CAPA/scar/ncmr review was conducted for the two year period nov 2019 through oct 2021. There were CAPA request # 396708 & 460627 identified for the reported failure mode ¿display - failure¿ and product ¿cs100¿. The CAPA request is currently in "closed - no CAPA required" state.

Event description:
N/a.

Manufacturer narrative:
The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon start up during a routine check, the cs100 intra-aortic balloon pump (iabp) display did not work. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and the display worked without any problems after switching on. After inspecting all the cables, the fse was unable to reproduce the reported issue. Additional information is being requested with regard to the status of the iabp. A supplemental report will be submitted upon completion of our investigation.